Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed corrosion damage to the motor, bearings and other component parts. The culprit parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair due to overheating. No further info was available regarding pt involvement; however, the user facility confirmed no adverse event was associated with the device.